Event description:
Subsequent to the initial medwatch report, the 2.5x28 xience prime stent that was reported to have been implanted in the area slightly proximal to the separated portion of the guide wire was in fact a 3.0x18 xience prime stent and the separated portion of the guide wire was apposed to the vessel wall. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide cath: ibp22 2.5x15; stent: xience prime 2.5x28. There were no reported product deficiencies. The reported patient effects of hemorrhage and perforation are listed in the (B)(4) xience prime everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during a procedure to treat a de novo lesion in the distal 2nd-3rd marginal with mild tortuosity and heavy calcification, after using a non-abbott rotablator, a non-abbott guide wire separated. Reportedly, a slight perforation had occurred after use of the non-abbott rotablator but was not noted until review of the cine post procedure. The separated portion remained in the patient anatomy. Reportedly, assuming that the portion of the guide wire could not be retrieved, a 2.5x23 xience prime stent was implanted in the area distal to the separated portion of the guide wire. A 2.5x28 mm xience prime stent was then implanted in the area slightly proximal to the separated portion of the guide wire; therefore, the separated portion of the guide wire was apposed to the vessel wall. Post-dilatation was performed with a non-abbott balloon catheter to further dilate/appose the xience prime stent implants and separated portion of the guide wire to the vessel wall; however, immediately after the post-dilatation the perforation worsened around the distal portion of the 2.5x23 mm xience prime stent. Arrest of hemorrhage was attempted by inflating an unspecified perfusion balloon catheter. After several attempts were made, hemostasis was achieved one hour later. The patient was reported to be in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4).